Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture, impedance rise during implant, unacceptable thresholds, perforation, and dislodgement. The leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "increased rate of subacute lead complications with small-caliber implantable cardioverter-defibrillator leads." Heart rhythm: the official journal of the heart rhythm society. 2009;6(5):619-624.